Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated. Remains implanted.

Event description:
It was reported that this patient experienced syncope. Upon checking this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode proper therapy was not delivered. Upon review of the episode history there were no episode stored. Programming options were discussed by boston scientific technical services (ts). No additional adverse patient effects were reported. The system remains implanted.

Manufacturer narrative:
This investigation is ongoing. Upon further information, this investigation will be updated. The common name for this product was updated to implantable lead.

Event description:
It was reported that this patient experienced syncope. Upon checking this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode, proper therapy was not delivered. Upon review of the episode history, there were no episode stored. Programming options were discussed by boston scientific technical services (ts). No additional adverse patient effects were reported. The system remains implanted. Additional information noted that the system was reprogrammed and remains implanted.